Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
A consumer's family reported that they were informed by new health care provider that the previous programming was wrong and patient was placed on drug during holiday. As result, the patient ended up in a wheel chair, she lost her driving privileges and lost her job. Additional information received from the hcp reported that the patient had been out of their practice over 5 years. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The indications for use for this patient were parkinson's dual and movement disorders.